Event description:
It was reported that after one hr of use, blood leakage was observed at the gas outlet. The device was replaced. No reported pt effect. Ref #: (B)(4).

Manufacturer narrative:
(B)(4). The device is still under investigation. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process indicates that a 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when add'l info becomes available.